Event description:
After an implantation duration of approx. 24 days it was reported that the lead had to be replaced due to loss of capture. The lead was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approx. 15 cm distal to the is-1 connector pin, in the region of the suture sleeve two 360 degrees deformations of the outer conductor coil. The lead body was found squeezed and the insulation was damaged in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.